Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es scanner was delayed, and it was scanning slowly. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the scanner was delayed, and it was scanning slowly. The field service engineer found there was no issues in the system. As a preventative measure, the scanner cable was replaced while on site. The system was tested and confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.